Event description:
Patient's mother reported that her (B)(6), daughter, was diagnosed with toxic shock syndrome. The patient was admitted and treated in the ICU at (B)(4). The patient's mother stated that her daughter "almost died", but has made a full recovery. An internal exam performed while she was hospitalized did not reveal any tampon or tampon fragments. Event was reported to the manufacturer by the patient's mother on (B)(6) 2010. Patient's mother was unable to provide the lot number of the device or return unused product from the same carton.

Manufacturer narrative:
The patient was unable to provide the lot number of the product or return other products from the same carton. No investigation was possible, although data related to tampon absorbency and tampon integrity are continually reviewed and trended by the manufacturer as a standard procedure.